Event description:
It was reported that during central processing, a chip of plastic had come off right at the base of the grasping part of the fenestrated bipolar forceps instrument. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: the issue was identified in central processing. There is no knowledge of when the piece of plastic came off the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have thermal damage to the yaw pulley. The yaw pulley had charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. As a result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument passed the electrical continuity test. The complaint was confirmed by failure analysis. The probable root cause of thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use.